Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse replaced the diff mix chamber, the diff sample line and the nrbc sample line. He disassembled the dv (distribution valve), cleaned and reassembled it and flushed the dv waste pathway to resolve this issue. The fse ran latron and made adjustments; ran daily checks and controls, all within specification. The fse also ran the same 3 samples that earlier had elevated eo results and now showed normal eo results. (B)(4).

Event description:
The customer reported their dxh800 instrument generated elevated eosinophil (eo) results on 3 different patient samples. Results were different when compared to reruns on another instrument and from a manual differential count. Review of the provided data shows lower neutrophil (ne) results were recovered when the eo results were elevated for all 3 patients. Instrument flags were generated for all 3 patients; however, differential specific flags were not recovered for patient 2.